Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the lead implant procedure, the lead could not be fixed when it was implant into the right ventricle. The lead was not implanted and was replaced. No adverse consequences were reported on the patient.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.